Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The ICD was post paced t wave oversensing on the ventricular lead channel. Programming changes were made and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.